Manufacturer narrative:
(B)(4). Account is unsure what size clip had the issue and caused the injury to the tissue. (B)(4).

Event description:
According to the reporter: during a laparoscopic sigmoidectomy procedure, when the device was fired on the artery, the clip did not detach from the jaws. As a result of removing the jaws from the clip forcibly, the artery was torn and bled. Damage was recovered and the case was completed.